Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced leaks on the infusion set on 2nd day. The event occurred within 2 days of insertion. The location of leak was abdomen. No further information was available.